Event description:
Dabir hose is broken and did not alarm while in patient use. Patient's skin has been reported to have deteriorated while on surface.

Manufacturer narrative:
Customer disposed of surface that was connected to tubing, therefore agiliti is unable to perform testing.